Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2016 with the following findings. On investigation, the alleged no power issue was not duplicated in the evaluation. Using the returned caps, the pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. The pump emitted a replace battery alarm upon the first rewind step. The remaining testing could not be completed and the no-power issue could not be adequately investigated. Review of black box data found multiple power interruptions due to replace battery alarms three weeks before the complaint date. Pump casing was opened and an intermittent defect was found on the printed circuit board which is attributed to the replace battery warnings. The recurring power interruption and replace battery warnings may potentially lead the user to suspect the pump had no power when, in fact, power was present as evidenced by the display screen, the audio tone and vibratory feature on start-up.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.